Manufacturer narrative:
On examination, the keypad was torn over the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the contrast button, which has no affect on insulin delivery, was unresponsive. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed the contrast button contact was missing and there was contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up, down, and ok buttons are canceling insulin boluses and are working intermittently. The rubber on the keypad is torn. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.